Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via the submitted log files. The system controller serial number: (B)(6) was not returned for analysis; however, log files were submitted and data from the reported event date of (B)(6) 2024 was reviewed. Throughout the log file while connected to battery power, intermittent atypical power cable disconnect and low voltage advisory alarms activate due to relative state of charge (rsoc) invalid faults. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the resolution of the alarms, and if any products were exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms from battery depletion and due to dirty battery clips. The batteries were changed, and the battery clips were cleaned. The patient noted that the beeping occurred also while tethered to wall power but they had not heard it as they had headphones on. The event log files captured unusual low voltage advisories and power cable disconnect alarms. The low voltage advisories appeared more frequently on the white cable side.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.